Manufacturer narrative:
H11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted. All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was reported that a 25mm 2700 aortic valve was disabled via a valve-in-valve procedure after an implant duration of 17 years, five months due to regurgitation. Patient presented with progressive dyspnea. A 9755rsl 26mm transcatheter valve was successfully implanted.

Manufacturer narrative:
Patient identifier was not provided at the time submitting the initial medwatch report. The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that an unknown model 25mm perimount valve in the aortic position was disabled via a valve-in-valve procedure after an unknown implant duration due to regurgitation. Patient presented with progressive dyspnea. A 9755rsl 26mm transcatheter valve was successfully implanted.